Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-04451, related manufacturer reference number: 2017865-2022-04458. It was reported that a patient called technical services and alleged lead fracture on right ventricular (rv) or atrial (ra) or left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information received notes that on 4 aug 2022 the physician elected to cap and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
Correction: h4, manufacturing date was missing and should have been (B)(6) 2009.